Event description:
The tango instrument (serial no. (B)(4)) interpreted a visually weak positive reaction as negative. The image appears hazy and off-centered. Sample identified as having an anti-e.

Manufacturer narrative:
The eval was based on service reports. Bio-rad laboratories inc acquired the biotest medical diagnostics (B)(4) on january 6, 2010. The company name was changed to bio-rad medical diagnostics on march 23, 2010. The stn# 125098.